Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed which found that there was an electrical pin pushed back in the connector and the red dot was missing. It was determined that this was a result of not aligning the connector body with the console properly and trying to force the plug of the device in. It was determined this could have caused a loss of power. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a lumbar surgery, it was observed that the motor device had no power when used with the console device. According to the report, when the device was plugged into the console device, the device would not power on. The reporter stated the device was "fired up and would not power on." There was about a ten minute delay to the surgical procedure to retrieve and set-up an identical spare device. The reporter stated that the spare device was successfully used with the same console device. There was patient involvement. The reporter could not confirm if the device had been used on the patient when the malfunction occurred. There were no injuries, medical intervention or prolonged hospitalization reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.